Event description:
It was reported that the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken pin on the lemo receptacle.